Manufacturer narrative:
The device was returned and evaluated, report of stenosis was confirmed. X-ray demonstrated heavy calcification on leaflets 1 and 2 and minimal calcification on leaflet 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at both the inflow and outflow aspects. Host tissue on the stent circumference was moderate at the inflow and minimal at the outflow aspect. The cloth was torn and flipped over near commissure 2. Wireform was exposed around leaflet 2 at outflow aspect. The metal band was also exposed around leaflet 2 at inflow aspect. Based on product evaluation findings, calcification and host tissue restricted leaflet mobility which led to stenosis. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per obtain information, a (B)(6) year old female underwent redo sternotomy to remove her bioprosthetic mitral valve because she developed sudden onset of shortness of breath and tachycardia and presented to the emergency department. The subject device was removed and replaced with a non-edwards device. There were no reported complications and the patient was in stable condition post-operatively. Patient was discharged on post-operatively day #5.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration. Structural valve deterioration (svd), a common reason for reoperation, can encompass multiple failure modes. In this case, although there have been attempts to receive further information regarding the device and event, no additional details were provided and the explanted device was not returned to edwards for analysis. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event, or confirm the clinical observation. The device history record (DHR) review was not able to be completed as information regarding this device's serial number remains unknown. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 27mm bioprosthetic mitral heart valve was explanted after twelve (12) years, four (4) months due to degeneration, stenosis and pulmonary edema. There were no reported complications and no additional details were provided.